Event description:
It was reported that a dissection occurred resulting in additional surgical intervention. An enroute transcarotid neuroprotection system was selected for use in the left transcarotid artery revascularization (tcar) procedure. During arterial sheath insertion, the 0.035 guidewire was briefly pulled back and imaging performed reveled a dissection. The arterial sheath was pulled back but the physician noted that there was not enough room to proceed with the tcar procedure and converted the procedure to a carotid endarterectomy (cea). Post procedure, the patient was reported to be at baseline and neurologically intact.